Event description:
It was reported that, this patient received an inappropriate therapy while resting in bed due to oversensing. The device was reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.